Event description:
Homecare pt was being fed using a pump. 400 ml of an enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. 400 ml were delivered in 1.5 hours. Reporter stated they have had problems delivering enteral solutions with microlipids and with water. Reporter stated the pump delivers water when turned off. There was no illness, injury or medical intervention resulting from the event. One pt involved.